Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. The issue had occurred earlier in the day and did not result in an unexpected shutdown. Technical support decided to replace the pump, and the customer reverted to an alternate method of insulin therapy.